Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in is based on report of "10 days ago". The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported receiving low readings on the freestyle libre sensor compared to readings obtained on a competitor brand meter, and replacement product was ordered. Due to customer receiving incorrect/incompatible product, he was unable to test and experienced a loss of consciousness. Customer received unspecified treatment by third-party and had contact with an hcp who provided unspecified treatment for a diagnosis of diabetic ketoacidosis (dka). There was no report of death or permanent impairment associated with this event.

Event description:
Customer initially reported receiving low readings on the freestyle libre sensor compared to readings obtained on a competitor brand meter, and replacement product was ordered. Due to customer receiving incorrect/incompatible product, he was unable to test and experienced a loss of consciousness. Customer received unspecified treatment by third-party and had contact with an hcp who provided unspecified treatment for a diagnosis of diabetic ketoacidosis (dka). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.